Manufacturer narrative:
Please see MFR #'s 3012307300-2018-02151 and 3012307300-2018-02152 for related device incidents.

Event description:
Patient reported that a male luer on his high volume administration set became disconnected from the tubing with only a slight pull. No patient injury was associated with this incident.

Manufacturer narrative:
Three administration set samples were received for analysis in used condition without their original packaging. Visual inspection was performed. The samples were received with the air switching valve (asv) valve detached from the tube. No rest of solvent was found on the tube nor the asv valve. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was confirmed. The most probable root causes were that the operator did not apply solvent in the bonding between the asv valve and the tube or the production personnel did not detect delamination on the bonding between the asv valve and the tube.